Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was monitored through the remote home monitoring system. Review of a remote interrogation noted that subsequent shock impedance measurements were within normal limits. Monitoring will be continued.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. Additional information was received that the patient was monitored through the remote home monitoring system. Review of a remote interrogation noted that subsequent shock impedance measurements were within normal limits. Monitoring will be continued. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms resulting in a notification from the remote home monitoring system. It was reported that the patient was scheduled for in clinic follow up on a future date. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. It was reported that the patient was seen for in clinic follow up. Interrogation of the device with a programmer noted appropriate device function and pacing impedance measurements were noted to have returned to values within normal limits. The physician plans to continue monitoring. It was reported that the device was later explanted and replaced for reported normal battery depletion. The rv lead remains implanted and in service. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the patient was seen for in clinic follow up. Interrogation of the device with a programmer noted appropriate device function and pacing impedance measurements were noted to have returned to values within normal limits. The physician plans to continue monitoring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was seen for in clinic follow up. Interrogation of the device with a programmer noted appropriate device function and pacing impedance measurements were noted to have returned to values within normal limits. The physician plans to continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms resulting in a notification from the remote home monitoring system. It was reported that the patient was scheduled for in clinic follow up on a future date. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.